Event description:
A discordant falsely elevated patient result was observed with enzymatic creatinine_3 (ecre3) on an atellica® ch 930 analyzer. The falsely elevated result was reported to the physician(s), and the result was questioned. The same sample was reprocessed on the original atellica ch 930 analyzer and was considered correct. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to falsely elevated patient result observed with enzymatic creatinine_3 (ecre3).

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely elevated result with enzymatic creatinine_3 (ecre3) obtained on an atellica ch 930 analyzer. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer and the instrument data files. Hsc observed that there were no error flags present with the falsely elevated result. Quality control results were within the customer's expected ranges on the event date. Instrument data indicates the reaction water bath was dirty and there were multiple hardware issues. Instrument data also indicated that customer had poor sample quality at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer site and evaluated the analyzer. The cse performed standard maintenance and troubleshooting procedures for issues of this nature. The cause of the event is unknown. A potential product issue was not identified. The analyzer is fully operational. The device is performing according to specifications. No further evaluation is required.